Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded (cto) target lesion was located in the severely tortuous and moderately calcified distal right coronary artery (rca). A 3.5mm x 15mm quantum maverick balloon catheter was advanced to pre-dilate the mid rca. However, on the first inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another 3.5mm x 15mm quantum maverick balloon catheter. No patient complications were reported and the patient's status was good.